Event description:
It was reported that the patient was symptomatic and uncomfortable with vvi 65 pacing and didn't feel as well as in the past. Therefore the device was reprogrammed to managed ventricular pacing (mvp) at 75 bpm. It was also reported that the device had reached early elective replacement indicator. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.